Event description:
Additional information provided by customer confirmed no delay on intended procedure due to device issue.

Manufacturer narrative:
This report is being supplemented to provide additional information based the legal manufacturer's final investigation and information received from the customer. New information added to the following fields: b5, h4 and h6. Corrected fields: d4 (device unique identifier), h3, h6 (type of investigation). Correction to h6 (type of investigation): "10 - testing of actual/suspected device" should not be selected on the initial medwatch. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over two (2) years since the subject device was manufactured. The device was not returned to olympus for inspection, therefore the customer's reportable malfunction could not be confirmed. Based on the results of the investigation, a definitive root cause could not be determined. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The customer called olympus technical assistance center (tac) to report the n-care is not connected to the touch panel, otv-s400, and otv-s200 correctly. While helping the customer to configure the n-care correctly, the tac representative noticed the otv-s200 sdi output #2 was not working correctly as it was not displaying an image on the monitor. After troubleshooting the otv-s200 extensively, the tac representative concluded the sole case of the issue is the sdi #2 output. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Event description:
It was reported to olympus that, the visera elite ii video system center, had no image. The issue was found during an unknown event. The procedure was unknown. There were no reports of patient harm.